Event description:
It was reported that there was concern of loss of capture (loc) on this right atrial (ra) lead. It was noted that the device was programmed to an output of 2.0 v however, recent testing noted a capture threshold of 1.7v. Technical services (ts) reviewed the available data and noted that there was a possibility of intermittent loss of capture (loc). Increasing the programmed output to 4.0v was planned. No adverse patient effects were reported. This ra lead remains in service.